Event description:
Event verbatim [preferred term] skin burnt/burn blisters/the lower back showed redness with blisters and scarring [burns second degree] , scarring [scar]. Case narrative:this is a spontaneous report from a contactable pharmacist via the (B)(4) (reference number (B)(6)). A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device number n33570, expiration date mar2019) from (B)(6) 2016 once a day for an unspecified indication. Medical history included thyroid disorder. The patient's concomitant medications were not reported. The patient reported that she administered thermacare heatwrap and burnt her skin on an unspecified date. She had used thermacare heatwraps in the past and had not had any problems. The reporter further reported that "on (B)(6) 2016 the patient used thermacare lower back & hip from pfizer once a day and developed burn blisters, non-serious, with outcome recovered on (B)(6) 2016." The lower back showed redness with blisters and scarring! Blister formation on the lower back with scarring (colorations of circular shape). Event needed treatment but not surgical intervention. It was unknown if the patient at time of event took medications or used topical medications. It was unknown how long the heatwrap was applied to the skin. It was unknown if the patient had any skin disorders. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event burn blisters was resolved with sequel on (B)(6) 016. The outcome of scarring (colorations of circular shape) was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05jan2017): new information received from the contactable pharmacist includes: patient's age, medical history, updated event term from "skin burnt" to "skin burnt/burn blisters/the lower back showed redness with blisters and scarring", added new event "scarring"; events treatment and outcome. Company clinical evaluation comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar as described in this case is assessed as associated with device use., comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar as described in this case is assessed as associated with device use.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report pr-1464217 (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a common cause due to process variability.

Event description:
Event verbatim [preferred term] skin burnt/burn blisters/the lower back showed redness with blisters and scarring [burns second degree] , scarring [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist via the drug commission of german pharmacists (reference number de-amk-208753). A (b(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device number n33570, expiration date mar2019) from (B)(6) 2016 once a day for an unspecified indication. Medical history included thyroid disorder. The patient's concomitant medications were not reported. The patient reported that she administered thermacare heatwrap and burnt her skin on an unspecified date. She had used thermacare heatwraps in the past and had not had any problems. The reporter further reported that "on (B)(6) 2016 the patient used thermacare lower back & hip from pfizer once a day and developed burn blisters, non-serious, with outcome recovered on (B)(6) 2016." The lower back showed redness with blisters and scarring blister formation on the lower back with scarring (colorations of circular shape). Event needed treatment but no surgical intervention. It was unknown if the patient at time of event took medications or used topical medications. It was unknown how long the heatwrap was applied to the skin. It was unknown if the patient had any skin disorders. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event burn blisters was resolved with sequel on (B)(6) 2016. The outcome of scarring (colorations of circular shape) was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). No quality issues were identified upon this review of batch record or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day four. Wrap samples were pulled from the same hour of production as the wrap with the out of specification thermal result. The resample wraps met the required specification for thermal temperature. All procedures were followed, and all criteria met. There is no way to determine if the temperature of the actual wrap used by the customer was outside the thermal temperature in process limit and cannot be confirmed. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the five day production run. Event report pr-1464217 (manufacturing investigation) determined method/procedure as the root cause of the hot cell. Production of thermacare wraps with hot cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. The root cause is considered a common cause due to process variability. Additional information has been requested and will be provided as it becomes available. Follow-up (05jan2017): new information received from the contactable pharmacist includes: patient's age, medical history, updated event term from "skin burnt" to "skin burnt/burn blisters/the lower back showed redness with blisters and scarring", added new event "scarring"; events treatment and outcome. Follow-up (25jan2017): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar as described in this case is assessed as associated with device use. No device malfunction has been identified., comment: based on the information provided, the event burn blister is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar as described in this case is assessed as associated with device use. No device malfunction has been identified.